Manufacturer narrative:
This supplemental report is being submitted to provide the subject device additional information on the number of the complication cases. At the presentation of (B)(4) held on (B)(4) 2018, the number of the acute pancreatitis was corrected from 4 cases to 2 cases by the user facility. Therefore, omsc correct the number of acute pancreatitis occurred from 4 cases to 2 cases.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and manufacturing records because the serial numbers of the subject devices were not provided from the facility. As part of our investigation, omsc reviewed all of the complaints, but there was no record associated with the event described in the article. The exact cause of the reported event could not be conclusively determined.

Event description:
On october 25, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿study on endoscopic naso-gallbladder drainage (engbd) for acute cholecystitis¿. The literature reported the result of 95 cases of the engbd procedures using an olympus duodenovideoscope model jf-260v between january 2001 and december 2017. In the subject procedures, 4 cases of acute pancreatitis and 3 cases of cystic duct injury reportedly occurred. Omsc tried to obtain detailed information, but additional information has not been obtained at the present. Therefore, omsc is submitting MDR according to the number of the complication case. This is 6 of 7 reports.